Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly had a ventilator inoperative condition and that the device's blower motor and system board was replaced to address the issue. The manufacturer incorrectly reported that the device's blower motor. The system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly had a ventilator inoperative condition. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.